Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc.

Event description:
Customer reported via phone call an unexpected restart occurred on their insulin pump. Customer pulled the pump off when they were at a wedding and the device started beeping when they were attempting a bolus. Customer blood glucose was 134 mg/dl. Customer is also having keypad anomaly. Troubleshooting unable to be performed for the unexpected restart or the keypad anomaly since the buttons are unresponsive. Customer could not recall any significant events leading to the alarm or keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed the error test, and no unexpected error alarm was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.